Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire could cause or contribute to patient injury. Device issue: guide wire separation. It was reported that during insertion into the guiding catheter, the guide wire was found distorted and the hydrocoat had come off. The guide wire was removed and replaced with another bmw guide wire and the procedure was completed satisfactorily. No additional event or patient information is available. This is being reported based on the returned product evaluation which revealed a separated guide wire.

Manufacturer narrative:
Results: a conclusive root cause for the guide wire separation could not be determined. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core. There was no contrast visible. The coils and shaping ribbon were separated from the core and not returned. The coils were separated at the proximal solder. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The guide wire was found to have the tip coils separated from the core of the guide wire. Normally, sem analysis will show fracture of the shaping ribbon and/or core in this situation. What was found was that the solder was no longer holding the device together. Sem did find residual solder present on the surfaces where the solder had been present, but not enough to hold the device together. It appeared that the guide wire had been exposed to something that eroded the solder from the guide wire. There is no information about whether the guide wire had been attempted to be reused, but the condition of the guide wire suggests that recleaning of the wire or some other chemical exposure eroded the solder. The report of the hydrocoat coming off was more likely salt crystals from the solder after chemical exposure. The very thin layer of hydrocoat is not visible. Exposure of the guide wire to saline or other chemical agents for extended periods are known to attack the solder of the guide wire and can form a salt layer during the process. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot number combination. The reported incident circumstances will be monitored. Manufacturing does a 100% non-destructive tip pull test to assure proper solder attachment has been achieved. This MDR is considered closed by the product performance group.